Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent delivery system ruptured at 6-8atm, but the stent was successfully deployed. A dissection just distal to the stent was then noticed. An overlapping stent was placed to complete the procedure. No other info was reported.